Event description:
Patient had called on (B)(6) 2026 to report issue with 2 circuits: circuit adult ltv 2-limb w/o peep 22mm 6ft that are used with patient's ventilator (ventilator pulmonetics ltv1150) that caused the vent to inappropriately set off an alarm/vent function. Patient reported the 2 circuits caused rapid triggering not allowing her to take normal breaths. No other serious harm occurred. When patient replaced the circuits with a circuit from a different lot, there was no longer an issue. She reported she has experienced this in the past and noted that the issues were due to minor manufacturing issues. The circuits were new and exhibited no other visible issues. Lot number recorded was: 0004309572 for both circuits. Circuits were disposed of by patient prior to reporting. Diagnosis for use: acute and chr resp failure, unsp w/hypoxia or hypercapnia. Pt: 1816. Device: 2532, 1012. Ref: mw5184214.